Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the doctor removed a patient's ins due to therapy not working, but left the lead wire. No further complications were reported.